Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling in a colorectal anastomosis, there was an incomplete staple line. A tissue damaged was also observed since the device did not work properly and the staple line was partial. Surgeon had to suture it manually to close the gap.